Event description:
It was reported that the patient presented for a routine check-up at the clinic. It was discovered that the right ventricular (rv) lead was exhibiting inadequate capture and high pacing impedance. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.